Manufacturer narrative:
The device was received for evaluation. A sample analysis was performed, and the device was found to meet specifications. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. There was no device malfunction found that could have caused or contributed to the reported problem. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced difficulty breathing during an unknown process step. The patient was connected to the homechoice pro device at the time of the event. Renal therapy services (rts) assisted the patient to end therapy. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.